Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (anatomy related; disease progression with iliac limb dilatation); incorrect technique/procedure (user related; implanting a bifurcated stent graft to treat a iliac aneurysm); conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; disease progression with iliac limb dilatation); off ¿label, unapproved or contraindicated use (user related; implanting a bifurcated stent graft to treat a iliac aneurysm).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal and iliac aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. Currently there is continued disease progression with aortic neck and bilateral iliac limb dilatation. A recent CT revealed that there was a proximal type I endoleak, of the endurant 36x36x49 aortic cuff , a distal type I endoleak on the left distal to the 20x12x135 aneurx bifurcated stent graft, and a type I endoleak distal to the 12x12x85 aneurx iliac limb. The physician implanted a palmaz stent proximally to the endurant aortic cuff and the proximal type I endoleak was resolved. An endurant iliac limb 16x16x124 was implanted into the 20x12x135 aneurx limb on the left and an endurant iliac limb 16x16x115 was implanted into the 12x12x85 aneurx limb on the right. The distal type I endoleaks were both resolved. No additional clinical sequelae were reported and the patient is fine.